Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot#: 7037670. Expiration date: 1/31/2019. Manufacture date: 2/6/2017. Medical device lot#: 7018535. Expiration date: 1/31/2019. Manufacture date: 2017-01-18. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing additive with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing additive was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there seemed to be no activator in the bd vacutainer¿ serum tubes. No serious injury or medical intervention reported.